Event description:
It was reported that the device turns itself off. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device will be returned to the customer for use. A conclusive cause of the reported problem could not be determined.